Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. It is unknown if the device has been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc326c, lot number: 2004000482: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 10may2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the (B)(4) study patient (B)(6) was implanted with large deep 6mm prodisc-c at c6-c7 on (B)(6) 2005. No complications were noted during surgery. Patient was discharged on (B)(6) 2005. Study was completed on (B)(6) 2012. The following complications were noted post-operatively: (B)(6) 2009: unanticipated severe ongoing pain in the neck. Patient had surgery. Intervention: patient had adjacent level fusion surgery at c5-6 on (B)(6) 2011. Status: resolved. On (B)(6) 2012: unanticipated mild slight neck and left shoulder discomfort. Intervention: none status: ongoing, patient has been taking aleve. This report is for the following adverse event (ae): (B)(6) 2009: unanticipated severe ongoing pain in the neck. Patient had surgery. Action required: hospitalization with surgery. Course of action: patient had adjacent level fusion surgery at c5-6. Implant involvement: unknown. Related to surgery: unknown. Related to implant: unknown. Current state of event: resolved. On (B)(6) 2011. This is report 1 of 1 for (B)(4).